Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73m2100235 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: 5 jan 2023, staples were found jamming during usage on the patient. A new stapler was used and there was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 19 staples remaining in the cover block, indicating that at least 16 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first three staples fired properly. The remaining staples were successfully inserted into a simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no functional defects were observed with the returned sta pler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: on (B)(6) 2023, staples were found jamming during usage on the patient. A new stapler was used and there was no reported injury.